Event description:
Info was received that a pt expired while using the device. Report alleged that the unit "was malfunctioning" and "kept resetting". Despite attempt to obtain additional info regarding the alleged malfunction, none have been made available. Details related to the cause of death have not been provided and no autopsy was not performed. The equipment settings at the time of the event are unk. The equipment has not yet been returned for eval. It is unk at this time whether a device failure had actually occurred, and whether there was any association between the use of the device and the pt's outcome. The intended use of this device is for treatment of adult obstructive sleep apnea only and is not intended as life support.